Event description:
Patient had ventriculopleural shunt that had been externalized and attached to a sterile drainage system. Patient was receiving antibiotics. Zosyn was accidentally connected to side port of externalized ventricular shunt system and was allowed to infuse into the system for approximately one hour. When this error was discovered by the nurse, I was contacted. We are hoping to ask for 3 changes: color of the tubing: current state: the green lines in the tubing are a dull green which is hard to see, especially in dimmer environments. Future: we are hoping they will make the color of the green a bit more noticeable so that it can be more visible to clinicians. Csf access label: current state: there is a label near the access port that is yellow and states "csf access." The size of the label is small, and the writing is only located on one side of the tubing. Our hope is to make the warning label more visible to staff. We are currently recommending a label be placed on the actual tubing at our institution that is about 1 inch in height and states: "stop: evd." We would like to see something similar. Port access color: in current state, the coloring of the port access is very similar, if not identical, to the IV tubing. We would ask the company to consider producing the product with a different colored port than the IV tubing.